Event description:
User detected the pusher cannot be put through stent at preparation stage. No use on patient. N/a ¿ this observation was made prior to patient contact.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the receipt and evaluation of the complaint device. Lab complete (B)(6) 2022. Visual inspection: stent with pigtail straightener, purple pushing catheter and black guiding catheter returned. Guiding catheter loaded on pushing catheter, all white hubs present. No visual damage noted on pushing catheter and guiding catheter or stent. Functional inspection: 0.035" wire guide passes through the stent. Guiding catheter moves freely through the pushing catheter. Stent can be deployed with the guiding catheter.

Event description:
Supplemental follow-up report is being submitted as a cancellation report following the completion of the investigation on 12-oct-2022. The event does no loner meets the criteria of an FDA ¿serious injury¿ report or "malfunction¿" report as per FDA guidelines medical device reporting for manufacturers (2016).

Manufacturer narrative:
Supplemental follow-up report is being submitted as a cancellation report following the completion of the investigation on 12-oct-2022. The event does no longer meet the criteria of an FDA "serious injury" report or "malfunction" report as per FDA guidelines medical device reporting for manufacturers (2016).